Event description:
The facility representative reported a colleague infusion pump with failure code 808:07. It is unknown when this condition occurred. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history determined the reported condition interrupted delivery. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition of 808:07 was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).